Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device kept switching from pads to leads mode. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.